Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues blank display, unresponsive buttons and audio beep anomaly. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. No blank display, unexpected blinking, beeping or audio/beep anomaly was noted during testing. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test or operating current tests due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No damage inside the pump was noted.